Manufacturer narrative:
A ge service representative performed an on site investigation. The motor and hardware were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system l-arm motor would not work during a case. The procedure was completed with another system. No pt injury was reported.